Event description:
Customer reported syringe leakage. Field service engineer replaced the syringe. Instrument is fully operational and ready for use. No indication of a delay in diagnosis.

Manufacturer narrative:
The syringe malfunction may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.